Manufacturer narrative:
Device MFR date: 12/2010. Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of off-label use of the device. The product lot information provided was for an expired product lot. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting a balloon issue with the device. Reporter stated that after initial insertion, patient expelled the balloon. Reporter stated "nurses team decided to increase the volume for 50ml in total." Reporter stated that on the 16th day, the nurse noticed leaks, she removed the device and confirmed that the balloon was broken". Nurse informed that the silicone appeared less flexible than normal. The device was discontinued. No other details were available.

Manufacturer narrative:
This supplemental report is being submitted as the original equipment manufacturer (OEM) reviewed the records for lot# 10vm386247 which indicated that (B)(4) units were shipped on dec. 29, 2010. These units received 100% balloon inflation functional testing (reference router op 70) which included inflating the balloon through the luer lock activated valve with 60 ml of air and monitoring the device diameter for any change for 10 minutes. Retain samples for this lot were also reviewed and balloon inflation tested which confirmed the samples did meet the product quality specifications. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.